Event description:
Boston scientific received additional information that the patient passed away sixteen days after the system revision for infection. No additional allegations or complaints were reported. An online obituary stated that the patient died peacefully. The device was not returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was involved in an infection. The pacemaker was removed from the device pocket and used as an external temporary pacemaker pending resolution of the infection. No additional adverse patient effects were reported.